Event description:
It was reported to philips that the system did not start up, it was stuck at boot device selection screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the button pressed during startup, which caused the boot device screen to show up. To resolve the issue, the fse rebooted the system. After rebooting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The issue was caused by user error as the user pressed the button during startup, which results the reported issue. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.